Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the processor and found the hose threaded onto the uv light outlet port to be damaged. The technician repaired the processor and confirmed the unit to be operational. No additional issues have been reported.